Event description:
I went to tanning salon and asked specifically to be used a tanning bed that does not burn skin. I was concerned about my skin burning. I was told to buy the most expensive package to use their most expensive tanning beds, and that I would not get burned. The associate and I believe a mgr confirmed this. I went into their bed for 10 mins and within 12 hours my abdomen and front legs are severely sunburned. I went back the day after and told the same associate what happened. She said she did not know why it happened, that I heard her mgr say the bed did not use burning type bulbs. I asked for my money back. The associate first said they don't print receipts, then she printed something that said my membership had been cancelled. That's not a refund. (B)(6).